Event description:
Procedure: anterior resection. According to the surgeon, insufficiency occurred in case of three deep anterior resections within the staple rows, so that in two cases a colostomy had to be performed. No pt injury reported. Follow-up with representative offered no additional info.